Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they requested a 2000-hour service and a loaner for the arctic sun device. Malfunction information in decon noted that installed test mixing pump to cool. Per sample evaluation results on 26jul2024, it was noted that there were tank seals lifted, mixing pump motor had rusted bearings.